Event description:
Device has had at least two internal machine failures where the units failed to fire in the last yr. These incidents occurred at fire dept last yr and at an ambulance svc in the last six months. The complainant stated that the units were brought in and repaired at no cost to the consignees, with no paperwork involved. The modulated output signals are inverted, causing the ECG to be upside down.